Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Results. The customer reported that the gas inlet port of the rd900 neopuff infant resuscitator was broken. A photo of the complaint neopuff was provided by the customer, confirming the reported fault. Conclusion: without the complaint device, we are unable to determine what caused the reported break. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at the time of production. We also note that the subject neopuff is over 15 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. The neopuff technical manual also states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor in (B)(6) reported that the gas inlet port of a rd900 neopuff infant resuscitator was broken. There was no patient involvement.